Manufacturer narrative:
Carefusion complaint number: (B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that when turning on the unit there is a motor fault error. Calibrations were run and the turbine differential pressure calibration failed. The power was cycled again and the motor fault was not present, instead the unit had circuit disconnect, low pip, and low ve alarms. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board where the reported issue was reproduced and isolated to a faulty turbine interface board. This failure is part of an internal investigation.